Event description:
Surgeon attempted to inflate balloon in patient's vagina, balloon would not inflate surgeon brought device to back table, tried to inflate the balloon, upon doing so, water came out of the tip of the balloon. We opened a second device, with the same outcome, a hole was in the tip of balloon device#1 large vcare 606085202a, lot#201909031, exp 09-02-2021 device#2 large vcare 606085202a, lot#201910211, exp 10-20-2021 items removed from field, given to (B)(4). FDA safety report ID# (B)(4).